Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer is calling to report that the up arrow button is only responding intermittently. Customer advised the down arrow button responded properly. The rubber on the up arrow button is torn and the plating underneath is exposed. No adverse event alleged. A request was made for the return of the device.